Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with fatigue. Upon interrogation on week later, the right ventricular lead exhibited noise which led to pacing inhibition. The noise was able to be reproduced with isometrics. Other electrical measurements were normal. The device was reprogrammed. The patient would continue to be monitored.